Event description:
The user facility reported that when hospital personnel attempted to position the patient for surgery, the surgical table would not articulate as commanded. The patient was transferred to another table which caused a delay in the start of the procedure. No injury was reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the surgical table and was able to duplicate the reported event. The technician replaced the hydraulic manifold and placed the table back in service. The hydraulic manifold subject of this event was returned to steris for evaluation, however the manifold could not be evaluated due to damage and debris on the manifold noted upon receipt; the results of an evaluation would not be reliable. No further issues have been reported with the table since the event occurred and steris has determined this to be an isolated event.